Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe was not recognized and the laser was not working. The procedure was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 19, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcb. The manufacturer internal reference number is: (B)(4).